Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018 and the ipg was not placed into surgery mode. Since the surgical procedure the ipg has been unable to communicate with the external device. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, therapy was resumed.